Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device changeout when taking the right ventricular (rv) lead out of the old device, the distal sealing ring came off. Moreover, it was noted that the pacing and sensing were good. Boston scientific technical services (ts) then explained that there were insulator zone in the header of the device and it would work fine if numbers were good. To date, the lead remains in service. No adverse patient effects reported.